Event description:
It was reported that the patient fainted following a setting modification during a follow-up check in. The patient was stated to be fine at first, then over the next 30 mins began to feel faint, dizzy, and lightheaded, eventually fainting. The generator was turned off and the patient was taken to the hospital. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date